Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to damage to the implant's driver feature or threads.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn markings and damage drive feature. No pre-existing conditions were noted on the product experience report (per). The reported device location was #30 and length of usage is same day. Complainant reported that the implant was removed due to damage to the implant's drive feature or threads. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. The following sections have been updated: h3: device evaluated by manufacturer h6: evaluation codes h10: additional narrative.

Event description:
No further event information is available at the time of this report.